Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7315371, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was sent to the emergency department for a possible hematoma that could be related to the trial procedure. Patient was having leg weakness and intense aching pain. There was no evidence of a hematoma present. Nothing happened during the procedure that may have contributed to the issue. The patient was doing well, and no further action will be taken at this time.